Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found there were no worn cables observed during visual inspection. The instrument did not articulate as expected during manual articulation. The grips did not open and close properly. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations not reported by the site: the instrument was found to have multiple indentations on both ears of the distal clevis. Other components adjacent to this indented clevis show damage which may indicate potential mishandling/misuse. The yaw pulley is bent. The instrument was found to have a bent yaw pulley. One side of the yaw pulley is bent inward, resulting in the jaws being unable to close.common causes of the failure mode mechanical indentations/burrs instrument distal clevis are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces.the root cause of bent yaw pulley is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.